Manufacturer narrative:
The device involved in the reported incident has been rec'd for evaluation. An investigation has been initiated based upon the reported info.

Event description:
During a craniotomy for excision right frontal - temporal brain tumor when the surgeon tried to use the foot pedal of the cusa nxt console it would not register on the console. The surgery was delayed 1 1's hours because another console had to be borrowed from another area hospital. The patient was anesthetized when the delay occurred. There was no injury to the patient.